Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). Part of seal separated during loading of delivery system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #(B)(4). The device was returned to the factory for evaluation on (B)(6) 2020 and investigation was conducted on (B)(6) 2020. A visual inspection was conducted as well as a photographic inspection for the two received photos. The first photo displays the product and lot information for the reported complaint. The second photo displays the loading device, delivery device, and the aortic cutter in the plastic tray with heavy amounts of blood and signs of clinical use. There were signs of clinical use and evidence of blood found on the delivery device, loading device and seal, as well as the aortic cutter (as a companion device). The delivery device was returned outside the loading device. The white plunger were observed to be depressed on the delivery device with the blue slide lock dis-engaged. The anchor and tension spring assembly were returned outside the delivery device. The seal was partially unraveled and the tether was cut and not returned with the seal. Measurements of the delivery tube could not be taken due to the blood observed on the delivery device. The seal was observed to be partially unraveled, unable to confirm the reported failure "crack". The aortic cutter was observed to have a bent needle. The safety lock on the cutter was disengaged and the actuation button was fully pressed. The needle at the tip of the cutter appeared to be deformed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Based on the returned condition of the devices, the reported failure "crack" cannot be confirmed, however the analyzed failure "material twisted/bent; needle" was confirmed on the aortic cutter.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). Part of seal separated during loading of delivery system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.